Event description:
Customer reported readings of 16 & 142 mg/dl completed within 10 mibnutes on one adc meter. Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.